Manufacturer narrative:
Unit received with intermittent blank display due to moisture damage at electronic assembly. The motor assembly was found with moisture damage. Unable to verify user settings error or communication error alarm due to blank display. Unit received with cracked case at display window corners and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The insulin pump alarmed communication error and user settings error due to a power supply issue. When the customer pressed the esc and act buttons, the insulin pump alarmed communication error and counted down. Customer's blood glucose level was 90 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.